Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal separated from the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Lot # 25124074. Exp. Date: 04/04/2017. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device,loading device the tension assembly and the seal were all returned. The seal was cracked at the center without any delamination. The slide lock on the deliver device was dis-engaged and the plunger was not depressed . The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured as .196 inches , the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.40 inches . The values recorded were within the tolerance specifications. Based on the return condition of the device, we were unable to confirm the complaint for the reported failure "failure to load" but confirm the analyzed failure mode "seal cracked."

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal separated from the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.